Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the returned device identified: broken shell with sharp edge on patch bond edge assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness is within specification.

Event description:
Patient reported a right side rupture. Device has been explanted.